Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaint reported from this lot. There were no damages noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to operation circumstances of the procedure. Based on the reported information, during advancement the guide wire encountered resistance with the heavily calcified causing the tip to kink and get caught or trapped in the anatomy. Manipulation against resistance likely caused the polymer to tear during retraction. Additionally, the treatment appears to be related to the operational context of the procedure as a microcatheter was inserted and used to remove the guide wire. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the heavily calcified superficial femoral artery. The ht command guide wire was advanced but failed to cross the lesion due to the anatomy. The distal end of the guide wire became kinked and the polymer was noted to be torn at the distal end. The guide wire had difficulty during removal so a microcatheter was inserted and used to remove the guide wire. There was no portion of the polymer left in the patient. A new command guide wire was used to complete the procedure. There were no reported adverse patient sequela and there was no reported clinically significant delay in the procedure.